Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels, hypoglycemia, shaking, tremors and convulsions. An emergency was called. After that, hyperglycemia had been observed with a blood glucose value of 21.0 mmol/l. The type of treatment the patient received was not provided.